Manufacturer narrative:
Physio-control evaluated the device and observed proper device operation through functional and performance testing. No fault codes were logged during the reported event. The device was returned to the customer for use.

Event description:
Fire department emt's responded to a pt in cardiac arrest. The device was connected to the pt with disposable defibrillation/ECG electrodes for AED use. According to the reporter, the device continuously alarmed "connect electrodes" and would not analyze the pt's rhythm. Paramedics arrived on the scene with a manual defibrillator and took over the scene. The paramedic crew detached the AED from the defib electrodes and then used the same electrodes with no problem. The pt's outcome was described as good.